Event description:
It was reported that the patient presented for a procedure. Upon interrogation, prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing causing episodes of noise reversion and inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.